Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place. Device passed self test no audio or vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the alarm volume of insulin pump was faded significantly. Customer's blood glucose level was unknown. Customer also stated that the reservoir opening was crack. The device will not be returned for analysis.